Manufacturer narrative:
The customer reported the error message "head error" on a twin pump. A getinge field service technician (fst) has been sent for investigation on 2021-01-12 and confirm the reported failure "head error". The motor control board and the motor tpm20 were replaced by the fst with a new one. Machine has been handed over to the customer in good working condition. The replaced parts were not available for further technical investigation. However the reported failure mode "head error" can be linked to the following most possible root causes according to our risk management file (hl 20 version 11, dms# 2023585): - failure of motor, motor controller or control circuitry - defective motor tacho (this is a part of the motor and is being evaluated by the motor control board for motor control) the review of the non-conformities during the period of 2005-01-26 to 2021-01-19 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Based on these investigation results the reported failure "head error" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
The customer reported a twin pump head error. Complaint (B)(4).